Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The balloon was then inflated to 25mar using a calibrated endo test meter. No asymmetry was noticed when the balloon was inflated. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The complaint alleges that the "doctor found balloon was not balance after the air was inflated into the balloon during testing prior to use on patient". It is reported that another device was obtained by the user. No report of injury or harm to the patient.

Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report. There was no facility information given by the reporter of this complaint.

Event description:
The complaint alleges that the "doctor found balloon was not balance after the air was inflated into the balloon during testing prior to use on patient". It is reported that another device was obtained by the user. No report of injury or harm to the patient.